Event description:
Med watch (B)(4) was rec'd and will be included with this report.

Manufacturer narrative:
Info rec'd from consultant. Device is an instrument and is not implanted/explanted. The mfg records were reviewed and no complaint related issues were found. This insertion handle was produced in (B)(4) 2009 after a design change was implemented: this is the first complaint on a device after the change. The returned device has marks on the face of the barrel that mates with the nail and the base of the tang is bent slightly outward making it appear that the nail may not have been properly tightened during the procedure. Since the details of the case and how the nail was secured are not known, it cannot be determined if this is related to the design or misuse. The design risk assessment has been reviewed and was found to be adequate for the intended use.